Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Then, the customer received a minimum fill notification after loading a cartridge with 450 units of insulin. Reportedly, after the customer added insulin to the existing cartridge, the excess insulin began to "squirt out" of the cartridge. A new cartridge was loaded successfully. The customer's blood glucose level was 75 mg/dl.